Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported a patient had a knee arthroplasty revised due to loosening of the tibial component.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records for the tibial component did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No compatibility issues are noted. The product history search performed found no other complaint against the part and lot combination. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information. Concomitant products: unknown nexgen articular suface, part number: unknown, lot number: unknown.